Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the forceps came apart. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater hook had detached from the boot and the elements were bent somewhat. Based upon the visual observations, the reported complaint for "heater tip detached" was confirmed. Internal file number - (B)(4).